Manufacturer narrative:
D2b.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level ranged from 97-98 mg/dl. In addition, it was reported that when the customer changed the cartridge, an o-ring was on the pneumatic tap. The customer removed the o-ring and was able to successfully load the cartridge.